Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the ceramic tip of the device broke off and fell inside the patient. The broken piece was retrieved from the patient using a grasper. The procedure was successfully completed with another device. There was no patient injury reported. Olympus was informed that the sheath will be returned for repairs, however the broken tip that was retrieved from the patient was discarded. No further information was provided.